Event description:
The customer reported erroneous high platelets (plt) results were generated on patient samples on their dxh 800 instrument when compared to reruns on another instrument. A printout provided by the customer shows that a sample run on the instrument gave a plt result of 94 with no flags and was considered erroneous. The customer reran the sample after troubleshooting and the instrument gave a plt result of 65 which was considered correct. The erroneous results were identified before being released and did not leave the laboratory. There was no impact or change to patient treatment. There was no report of an adverse event as a result of this event.

Manufacturer narrative:
The customer technical specialist (cts) verified the event via telephone what the customer reported. The cts connected to the instrument via proservice to zap the apertures, cycle the blood sampling valve (bsv) and primed the sweep flow to clean the instrument. The customer confirmed the issue was resolved. The customer reran samples that gave correct results to verify that the instrument was within specifications. Bec internal identifier: case-(B)(4).